Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during manufacturer's analysis it was determined that the upper case, ventricle output connector and battery drawer were broken, the lower case, battery release and lead flex cover were contaminated, one case screw and one liquid crystal display screw were missing and the battery contacts were compressed. (B)(4).